Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen making difficult to read the display. The customer stated that insulin pump's left button was sticking. Customer stated that insulin pump battery life was diminished. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Event date: may 25, 2021. The customer reported that the insulin pump had scratches on the screen and the left button was sticking. It was also reported that the insulin pump had a diminished battery life. Functional testing to be performed/completed: the insulin pump was received with a minor scratched lcd window, a scratched case, a cracked reservoir tube lip, a cracked keypad overlay, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the keypad voltage test, displacement test, sleep current measurement, active current measurement and self test. The insulin pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery life or low battery alert noted during the testing. There was no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history files between (B)(6) 2021 to the event date (B)(6) 2021. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 15:01:00.000 alarm alert notification, (B)(6) 2021 23:03:55.000 alarm alert cleared, (B)(6) 2021 21:31:00.000 alarm alert notification, (B)(6) 2021 21:31:13.000 alarm alert cleared, replace battery alert on (B)(6) 2021 00:32:00.000 alarm alert notification, (B)(6) 2021 00:32:13.000 alarm alert cleared, (B)(6) 2021 07:02:00.000 alarm alert notification, (B)(6) 2021 07:12:00.000 alarm alert notification, replace battery now alarm on (B)(6) 2021 07:33:00.000 alarm alert notification, (B)(6) 2021 07:43:00.000 alarm alert notification and power loss alarm on (B)(6) 2021 14:11:28.000 alarm alert notification, (B)(6) 2021 14:11:31.000 alarm alert cleared, (B)(6) 2021 08:52:37.000 alarm alert notification, (B)(6) 2021 08:52:44.000 alarm alert cleared,, (B)(6) 2021 17:26:25.000 alarm alert notification, (B)(6) 2021 17:26:36.000 alarm alert notification and (B)(6) 2021 17:26:41.000 alarm alert cleared. All buttons functioning properly. No damage in the keypad assembly. The insulin pump was cut open to perform visual inspection and it was verified that the keypad connector on electrical board 1 was locked properly. No loose electronic components or moisture damage found on the electronic assembly, force sensor and motor assembly noted. However, slight corrosion was found on the battery tube and vibrator assembly noted. Failure analysis summary: the insulin pump was received with a minor scratched lcd window. The test p-cap/reservoir does lock properly inside the reservoir tube. All buttons functioning properly and no keypad anomaly noted. Also, no low battery life or low battery alert noted. However, slight corrosion was found on the battery tube and vibrator assembly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.